Event description:
It was reported to boston scientific corp that a 20fr safety peg pull was used during a percutaneous endoscopic gastrostomy (peg) replacement procedure on a (6)(6) old male on (6)(6), 2009. According to the complainant, when the device was removed from the body for replacement, a tear was found on the tube about 1cm proximal from the body surface. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (6)(4).